Event description:
The reporter noted the patient was enrolled in a clinical study in (B)(6) titled "evaluation of integra artificial dermis for the treatment of leg ulcers. This patient received a second implantation of idrt on (B)(6) 2011 (on a venous ulcer from (B)(6) 2010). On (B)(6) 2011 the patient developed a "local infection and flow under the silicone." Antibiotic treatment was provided and the "problem resolved" on (B)(6) 2011. The patient developed a "new infection" on (B)(6) 2011 with treatment (unspecified) provided.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.